Manufacturer narrative:
E1 (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands. It was reported that the infusion set tape became loose while in bed. No further information available.